Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) channel. The noise was oversensed and resulted in inappropriate atrial tachy response episodes. The episodes only occurred two days post-implant and have not occurred since. Boston scientific technical services reviewed the episodes and discussed that the signal is non-physiologic and it appears to be due to air bubbles in the header. The system remains in service and there were no adverse patient effects.